Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the ipg appears to be inoperable due to the charger and programmer being unable to communicate with it. In turn, the pt has lost stimulation/therapy. The pt does not remember how frequently he recharged the ipg prior. The last time the ipg was recharged successfully was around (B)(6) 2014. As a result, the pt may undergo surgical intervention.